Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigation. The fse evaluated the iabp unit and observed that the issue is with the batteries and that the batteries had gotten completely drained. The fse noted that the batteries would need to be replaced. Repairs are ongoing pending customer approval. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra- aortic balloon pump (iabp) had no back up battery. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Corrected fields: e1 (event site address line 2 is not provided but initially it was wrongly mentioned as vellore which is event site city, event site city is wrongly mentioned as tamilnadu which is actually a event site state). Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6))